Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken shell in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification)additional observations: red particles in the gel/shell observed in the device. Crease flat: observed in the device. Observed 40 mm dark patch edge material inside gel device.additional, changed, and/or corrected data: h3, h6.